Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. . There was no reported adverse effect to the customer's blood glucose level. Reportedly the customer continued to use pump for insulin therapy.